Manufacturer narrative:
(B)(4). Batch # u5c464. Investigation summary: the analysis found that one ec60a device was returned with no apparent damage and with one ecr60g reload loaded in the device. The reload was received fully fired. The device was tested for functionality in the articulated position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. During functional test it was noted that on the fourth squeeze of the trigger to returned knife to home position, the trigger was slightly stuck and needed manually slightly push to fully return the firing trigger. The device was disassembled to verify the condition of the internal components and the return rocker interfered with pawl pin not allowing it to return to it is home position and preventing the device from opening. As part of our quality process, the manufacturing records of this batch was reviewed, and the manufacturing standards were met prior to the release of this batch. The issue observed has been correlated to the manufacturing process. It should be noted that as part of our quality process all devices are manufactured, inspected, and released to approved specifications.

Event description:
It was reported that during the radical resection of lung cancer surgery,after fired, could not open the jaw. Opened the jaw manually with big force. There were no adverse consequences to the patient. No additional information could be provided.